Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During a endoscopic retrograde cholangiopancreatography procedure in the bile duct, a piece of the device was showing up in the visual field, "like a little flap on the tip of the tome." It was reported that this was in the same area as the cutting wire and it was impeding the cutting wire and hindering the viewing field. A second device was opened. As the guidewire was being advanced it came prematurely out of the side of the sheath and the "device was not yet stripped down." This occurred outside the pt, prior to the use of the second device. The procedure was completed with a third device. The pt was reported to be fine. Refer to MFR report #3005099803-2009-01037 for details regarding the second device.

Manufacturer narrative:
It was reported that the subject device may have come in contact with the scope during use. When the device was removed from the scope, it was noted that the tip was cracked/torn. The second device was not noted to have a split in the sheath allowing the guidewire to protrude. It was stated that when the guidewire entered the guidewire channel it exited prematurely. Clarification was provided as to the meaning of "device was not yet stripped down", prior to handing the physician the device during the case,